Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarms due to corroded keypad traces. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion test, and no delivery alarm test.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 560mg/dl. The customer was released within six hours and after they determined that the issue might have been flat insulin as she indicated the problem was solved after they use new insulin and his blood glucose dropped in three hours. Initially, the mother stated that her son's insulin pump alarmed button error. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.